Event description:
It was reported that a spaceoar was implanted and upon review of the scans, it appeared that there was gel in the apex of the prostate. During the placement, the patient experienced discomfort. The images showed that most of the hydrogel was in a good location, at the base and midgland of the prostate. However, upon moving to the apex, it was observed that the hydrogel surrounded the posterior half of the prostate circumferentially and also enveloped the apex inferiorly. In the physician's assessment, this was a consistent placement of some of the hydrogel into the venous plexus surrounding the prostate. There was no presence of hydrogel in the internal iliac veins, and the patient did not have any hydrogel beneath the prostate capsule.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular.